Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky cassette during a retinal surgery. Additional information and product sample have been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information was received; the product was replaced and the procedure was completed without impact to the patient.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).